Event description:
It was reported that during a stenting treatment procedure, the stent moved on balloon. The lesion being treated was located in the tortuous and calcified mid left circumflex artery (lcx). Upon advancing a 38mm x 3.50mm ion stent delivery system (sds) the physician noted that the stent was coming off of the balloon. The sds was unable to cross the target lesion and was withdrawn. During removal of the sds it was again noted that the stent was coming off of the balloon. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were noted and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).